Event description:
It was reported that the device was powering down when aa batteries reached 70% charge. The event occurred during testing. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good physical condition. The problem reported by the customer could be replicated only with customer's supplied batteries, pump functioned normally with other tested batteries. It is advised to not use this type/brand of batteries to prevent similar problems from occurring. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventative maintenance was performed, and the device passed all functional and delivery tests.